Event description:
It was reported, during a therapeutic laparoscopic hernia operation procedure the rigid videoscope had flickering image, color changes to the image and image loss. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, additional information and a correction. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, since the malfunction was not confirmed, a probable root cause could not be identified. The damaged distal end has a cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during a therapeutic laparoscopic hernia operation procedure the rigid videoscope had flickering, color changes and image loss. The procedure was completed using a similar device. There were no reports of patient harm.